Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rupture. Concomitant medical products: a mentor memorygel breast implant 400 cc, catalog number 3504001bc, sn (B)(4), lot number 6470563. (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient underwent a breast augmentation with a mentor memorygel breast implant 400 cc and experienced right rupture. As a result, the patient had undergone removal and replacement with mentor memoryshape breast implant 355 cc on (B)(6) 2019.

Manufacturer narrative:
On 4/3/2020, it was reported to mentor that the complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).